Manufacturer narrative:
We have now completed our investigation into the reported complaint. The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential causes for the issue experienced are: 1. The device detected an air leak or blockage and paused therapy so the issue could been rectified. 2. The dressing was saturated and needed to be changed. 3. The batteries needed to be changed. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that after 2 days of using the device, this stop working and it didn´t turn on again. Procedure was completed by using a smith +nephew back up device. No damage to patient occurred.